Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and broken pump belt clip slot.

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error during boluses and manual priming. Customer's blood glucose level was 190 mg/dl. He was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.